Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -13.0/1.5/080 (sphere/cylinder/axis) tore/ broke during injection/ delivery into the patient's right eye (od). On (B)(6) 2022 the lens was implanted and removed intra-operatively. Later on (B)(6) 2022 a replacement lens of the same model and size was implanted. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).